Event description:
A customer reported a malfunction with their insulin pump, which had no prior unusual activity. Blood glucose levels remained below 400, indicating no adverse impact on the customer's blood glucose level. Customer continued to use the pump for insulin therapy.